Manufacturer narrative:
This device remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this system exhibited noise on the atrial channel. A revision procedure was performed and the atrial lead was removed from service and replaced. No additional adverse patient effects were reported.